Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the device failure was due to a defective main pcb. The main pcb was replaced to address the issue. The main pcb is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
While an astral device was being evaluated for a routine service, it failed to pass its internal tests. The device was not in use at the time the issue was detected.

Manufacturer narrative:
The device main pcb was returned to resmed for an extensive engineering investigation. The reported issue could not be reproduced during in-house testing. There was no fault found with the returned device main pcb. The investigation determined that the device event was most likely due to operator error. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).